Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl. The current blood glucose level is 348 mg/dl. The customer was reported other blood glucose values such as in the range of 400 mg/dl to 500 mg/dl. The customer was treated for high blood glucose with manual. The customer was not experienced any symptoms of high blood glucose level. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer did not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer was declined to perform high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, prime or seating test, basic occlusion test, force sensor test and selftest. Unable to perform displacement test and occlusion test due to detached retainer, missing reservoir tube o-ring and broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to detached retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained about medtronic, which the company may not have been able to fully investigate or verify prior to the date the a was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This a does not as an admission or a conclusion by FDA or its employees that a device, medtronic, or its employees caused or a to the event a in the report. In a, this a does not constitute an admission by anyone that the product in this report has any "defects" or has "malfunctioned". These a are included in the FDA 3500a form a are fixed items for selection created by the FDA, to categorize the type of event a for the purpose of reporting pursuant to a 803. Medtronic a to the use a these word and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.